Manufacturer narrative:
Intuitive surgical, inc. (Isi) did not receive the da vinci product with an alleged issue to perform failure analysis. Additional information is being gathered to determine the contribution of the device to the customer reported issue.

Event description:
It was reported that after a da vinci-assisted nephrectomy surgical procedure, the fenestrated bipolar forceps instrument had a cracked/split plastic component at the joint. The procedure was completed with no reported injury.